Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 at 7.30 am with blood glucose value 1200 mg/dl. The customer blood glucose level was 1200 mg/dl at the time of incident and the current blood glucose level was 200 mg/dl. Customers other blood glucose value was 400 mg/dl. Customer stated they feel okay to troubleshoot. The customer was treated with insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated they had battery cap issues with metal contact coming loose. The insulin pump will not be returned for analysis.